Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received that the hospital sent the device home with the patient. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.